Event description:
There was an allegation of questionable vanc2 vancomycin results for 5 samples from the same patient on a cobas pro c 503 analytical unit. For sample 1, the initial result was 14.1 mg/l. The sample was repeated in another laboratory and the result was 63.7 mg/l. For sample 2, the initial result was 7.9 mg/l. The sample was repeated in another laboratory and the result was 38.4 mg/l. For sample 3, the initial result was < 4 mg/l. The sample was repeated in another laboratory and the result was 7.5 mg/l. For sample 4, the initial result was < 4 mg/l. The sample was repeated in another laboratory and the result was 7.5 mg/l. For sample 5, the initial result was 11.7 mg/l. The sample was repeated in another laboratory and the result was 47.1 mg/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The customer confirmed that the patient does not have a gammopathy. The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. Five patient samples were received for investigation. The customer's results were able to be confirmed. An interfering factor that accelerates the aggregation of microparticle was confirmed in the patient's samples and as the root cause of the event. Per product labeling, "in very rare cases (less than 1 reported case per 1000000 tests) certain immunoglobulins can unspecifically interfere with the agglutination reaction leading to unreliable results."

Manufacturer narrative:
H6 investigation findings code was updated.